Manufacturer narrative:
Additional information received: it was reported that endoleak was identified as a type IV and it fully resolved after treatment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis conclusion: the reported endoleak was confirmed based on the images provided and appears most consistent with a type IV endoleak. Contrast blush was evident approximately mid-length within the ipsilateral limb extension. Potential contrast blush from the main body ipsilateral limb/contralateral limb may have occurred, although this could not be confirmed due to the poor imaging resolution and limited viewpoints available. Factors such as heparin dose, outflow resistance, imaging quality, and aneurysm sac volume may also have contributed to this likely type IV endoleak which most likely would have self-resolved within 24 hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1610c93ee stent graft was implanted during the endovascular treatment of a 57mm abdominal aortic aneurysm. It was reported that during the index procedure after the etlw1610c93ee stent graft was implanted, angiography showed a significant endoleak. Another stent graft, model enlw1616c93ee, was implanted at the iliac-femoral junction as treatment for the endoleak. It was noted that the event did not resolve. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.